Event description:
A 22 gauge IV catheter utilized for administration of IV sedation during oral surgical procedure. Uneventful and routine IV insertion, uneventful surgery and recovery. Upon removal of IV catheter post operatively from the antecubital fossa, the distal 2/3 of the plastic catheter was missing. There was no evidence of tearing or shearing; it was a perfectly clean cut. There was no resistance upon insertion or removal of the IV. Patient was hemodynamically stable, and taken to the ed for imaging (plain film), and is being sent for further CT imaging for location of the catheter. Coincidentally, we learned that a similar event happened to an oral surgeon in north carolina that same day, on a patient of the same age, using the same IV company, size, and lot number. Reason for use: IV sedation for oral surgery procedure.